Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located on the battery area found on (B)(6) 2025. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, and scratched case. Cosmetic damage was confirmed on the battery area during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer crack at the back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found crack at the battery tube threads. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion. 2. Section h11 - updated product analysis summary. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, battery cap contact damaged, battery cap contact heat stake posts missing, and scratched case. Cosmetic damage was confirmed on the battery area during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.